Event description:
It was reported that an 840 ventilator had an erratic lower display. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs. The unit passed all testing and operates within the manufacturing specifications.